Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when the patient went home, his arm was very painful. When he rubbed his arm where it hurts, there was a bump. The following day, when the physician called, he informed the physician that there was a bump in his arm. Surgery was then performed on the (B)(6) to remove the piece of the balloon that lodged in the patient's right arm vein. The patient stayed overnight and was discharged the following day. Due to the event, the patient has an inch scar on his arm.

Manufacturer narrative:
Initial reporter sent to FDA corrected from ni to yes. Device evaluated by MFR: three separate sections of the device were received for analysis. One section consisted of the hub/manifold, shaft and approximately 35mm of balloon material. The second section consisted of 71mm of severely stretched and kinked balloon shaft and the third section consisted of the tip and 14mm of severely bunched balloon material. The balloon was received in two different sections. A complete circumferential tear was identified in the balloon material approximately 35mm distal to the balloon bond. Approximately 35mm of balloon material was left attached to the distal shaft, it was also noted that this 35mm of balloon material was also torn longitudinally. The second section of balloon material was approximately 14mm in length and severely bunched over the tip of the device. Solidified blood was noted on the severe bunching of the balloon material. The balloon material was noted to be severely bunched over the tip of the device. During analysis the investigator attempted to retract the balloon material however severe resistance was encountered due to the severe balloon damage and solidified blood. No issues were noted with the distal tip of the device that could have contributed to the complaint incident. Two separate sections of the shaft were returned for analysis. A complete break was identified in the shaft of the device approximately 75mm distal to the proximal balloon bond. One section of shaft consisted of the shaft and hub/manifold and no damage or any issues were noted with this section. The second section of shaft was noted to be 71mm in length and severely stretched and kinked. This type of damage is consistent with excessive force being applied to the delivery system. The stretching damage was so severe it had extended down into the inflation and guidewire lumen. This severe stretching and kinking damage may have promoted the detachment of the device markerbands. No issues were noted with the shaft of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The investigation and electronic device history record (edhr) relating to this batch revealed that no issues were noted with the batch that may have led to the complaint. There is no evidence that the device failed to meet specification prior to shipping. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture, balloon tear, balloon detachment occurred and patient was sent to surgery. The target lesion was located in an in-stent restenosed arteriovenous fistula of the brachiocephalic vein. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. During the first inflation at 10 atmospheres, the balloon ruptured in a transverse manner and the balloon was torn into three pieces. The torn pieces of the balloon were removed with a snaring device. The patient was released from the hospital after the procedure. The physician was not sure if he had been able to remove all of the ruptured via snare. The following day, the physician called the patient to come back to the hospital. Ultrasound was performed and remnants of the balloon were still in the vein. Subsequently, the patient was sent for surgery and all of the remnants of the ruptured balloon were removed except one of the markers is still in very small collateral vein that the surgeons were unable to get t. No further patient complication were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture, balloon tear, balloon detachment occurred and patient was sent to surgery. The target lesion was located in an in-stent restenosed arteriovenous fistula of the brachiocephalic vein. A 10.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. During the first inflation at 10 atmospheres, the balloon ruptured in a transverse manner and the balloon was torn into three pieces. The torn pieces of the balloon were removed with a snaring device. The patient was released from the hospital after the procedure. The physician was not sure if he had been able to remove all of the ruptured via snare. The following day, the physician called the patient to come back to the hospital. Ultrasound was performed and remnants of the balloon were still in the vein. Subsequently, the patient was sent for surgery and all of the remnants of the ruptured balloon were removed except one of the markers is still in very small collateral vein that the surgeons were unable to get. No further patient complication were reported and the patient's status was stable.